Event description:
To whom this matter concerns: hello, my name is (B)(6), I am a (B)(6) mother, and I reside in (B)(6) with my family. My letter is in regards to the nova sure product. I would hope that you will take time to read this letter and hopefully respond back to me in reasonable time. I had the nova sure procedure done on (B)(6) 2013 at a (B)(6) hospital in (B)(6). Everyone had thought it went good until I had to be rushed back to the same hospital on (B)(6) 2013, due to complications from the nova sure procedure. It had punctured 3 holes, one in my uterus, one in my stomach, and another one in my colon. After the emergency room doctors stuck a camera inside me, they then cleaned all the stuff out and I was rushed into surgery. (B)(6). I strongly feel that this matter needs to be brought to your attention as the doctors said that nova sure had caused the damage. I also feel that I should be compensated for all of the pain and suffering I went through. I want to thank you for taking time to read this letter and I will hope and pray that you will find it in your heart to reply to me in a timely manner. (B)(6).